Manufacturer narrative:
Device not returned.

Event description:
During a deep brain stimulation case at (B)(6) memorial hospital with attending physician dr. (B)(6), the case was aborted. The patient's tongue was swollen and obstructed the airway. The patient needed to be bagged until stable. The operating room staff noted that the patient may have reacted poorly to propofol. Dr. (B)(6) installed the navigus caps then closed. The surgery will be rescheduled in the coming weeks with the patient awake. Additional details regarding the case: (B)(6) dr. (B)(6) neurocoordinator, (B)(4) from medtronic, (B)(4) from brainlab to assist planning, (B)(6) from neurodynamics for mer. Bilateral stn targets for pd using star drive ma with brainlab fiduciary spheres attached to back of carriage and brainlab real time tracking first incision at 10:25 3 track mer with (B)(6) running leadpoint, 10:45 perforator for burr hole, sharp stylet first trial. At 11:03 abort patient breathing problem. Patient recovered on the operating room table. Dr.(B)(6) emailed noting that fhc products were not the cause.